Manufacturer narrative:
One device was returned for evaluation. Visual and functional testing were performed, the testing could not duplicate the customer reported problem, device was cycling as intended. The root cause of the issue was not determined as no problem was found. Remediation o-ring was replaced to correct any intermittent cycling issues. Device passed all functional tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3 event date unknown. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device would not ventilate. There was unknown patient involvement and no report of adverse event.